Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that during a retrospective review of device data it was identified that this implantable pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. The device remains in service at this time. No other information was provided. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that during a retrospective review of device data it was identified that this implantable pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Additional information was received that technical services (ts) was contacted regarding updated guidance for this device. There was an allegation of communicator not connecting to this pacemaker. Ts recommended continued monitoring until radio frequency (rf) telemetry is disabled, after which time device replacement is advised. The device remains in service at this time. No other information was provided. No adverse patient effects were reported.